Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk, minor scratched display window, cracked case at display window corners, cracked reservoir tube lip. The insulin pump was unable to prime during the prime test due to protruded/loose drive support disk. No prime alarm noted. The insulin pump alarmed motor error during basic occlusion test due to protruded/loose drive support disk. No unexpected restart alarm or reset anomaly noted.

Event description:
The customer reported via phone call indicating tht the insulin pump alarm an a33 during the fill tubing process. Customer's blood glucose was unknown mg/dl. The customer stated that the drive support cap is sticking out. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.